Event description:
It was reported that a user¿s dexcom g7 sensor paired and provided readings in the dexcom app but failed to connect to the ilet app, representing an intermittent communication failure associated with the antenna/electrical communication component; the agent instructed the user to toggle g6 to g7 settings and reenter the pairing code, and advised a follow-up if readings did not appear after 30 minutes. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet app and the dexcom g7 with intermittent communication failure linked to the antenna/electrical and magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.